Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after loading the cartridge onto the pump, a small gap was observed between the cartridge and pump that became more pronounces during pumping. Customer's blood glucose was 324 mg/dl. Customer continued to use pump for insulin therapy.